Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number. No further information is available. How was surgery successfully completed? No further information is available. No further information will be provided. Trade name - irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 2360 g/m.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle while suturing the fascia. No adverse patient consequences were reported. Additional information was requested.